Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as insulin pump had beep anomaly. Customer's blood glucose value was 64 mg/dl and 33 mg/dl at the time of incident and the current blood glucose level was 225 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer stated they received sensor glucose versus blood glucose event with a difference more than 40 points away from each other. The customer stated that the insulin pump had beeping with no active alarms. Customer reports they did not hear beeps when audio volume settings were saved. Customer reports insulin pump system had not been in use within 48 hours of reported low blood glucose event. The insulin pump will be returned for beep anomaly analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime, basic occlusion, occlusion and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures error noted during self test or in pump history files.